Event description:
Customer reported a battery out limit alarm on her insulin pump. She tried to clear the alarm with the act and esc button, but the buttons are not responding. Customer's blood glucose is 281 mg/dl. She treated with manual injection. Customer only needed to get the settings out of this device because it was her old one. Customer's blood glucose at the end of the cal was 234 mg/dl. She was advised to monitor her blood glucose and go to the emergency room if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.